Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-44777.

Event description:
The customer reported via phone call that she went to the hospital due to skin irritation from the sensor adhesive. The customer stated that her skin was broken and had fluid coming out of it. Blood glucose level at the time of the incident was 82 mg/dl. The transmitter was used along with the sensor. The product was not replaced or returned for analysis.